Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. One opened device with the appropriate packaging and two s ealed representative samples were available for evaluation. The visual inspection of the opened sample noted one suture and one needle. The suture was returned broken from the needle attachment point. The measurement was taken with an aluminum rule. A tactile and microscopic inspection of the suture was performed. A knot was tied on to the suture and the suture barbs were damaged. Visual inspection of the representative samples, including light-assisted microscopic inspection of the breathable pouches, noted no breaches or damage. The needles were properly parked in the retainers. Inspection of the retainers noted the sutures were properly wound and no damage to the retainers. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foil pouches were inspected and no signs of damage or abnormalities were identified. Functional testing of the representative samples noted that the breathable pouch was opened without any tears of the tyvek packaging. The sutures were removed from the retainers without any difficulty. The suture was fed through the loop at the end of the suture in and pulled until a small loop was formed. The suture ends were loaded onto an instron machine by looping the newly formed loop around a mounting pin attached to manual grips and clamping one end with cord yarn grip. No suture breaking or fraying was noted while handling or loading the suture into the instron machine. The instron then pulled the suture until the suture broke or the loop failed. The breaking point load force was measured and were found to meet minimum mean and minimum individual specifications. Based on the results of the laced-through loop test, the representative samples tested satisfactory. It was reported that thread breakage occurred. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: suture damaged and off label use. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: progressive loss of tensile strength and eventual absorption of the absorbable sutures occurs by means of hydrolysis. This loss is triggered when exposed to the environment or clinical application. Damage during use may result in inadequate sample length to perform testing or deformation of the suture contributing to a loss in tensile strength. V-loc¿ 180 absorbable wound closure device is intended to be used without the use of anchoring knots to begin or terminate the suture line. Do not tie knots. Tying knots may damage the barbs and potentially reduce their effectiveness. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a laparoscopic gynecological surgery for uterine fibroid removal, during continuous suturing, the four sutures experienced thread breakage, and two sutures experienced needle and thread detachment. The product was replaced with another manufacturer's suture to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
D10 concomitant products: vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12 (lot # a4l1554vy) vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12 (lot # a4l1554vy) vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12 (lot # a4l1554vy) vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12 (lot # a4l1554vy) vlocl0316, vlocl0316 v-loc* 180 0 grn 30cm gs21x12 (lot # a4l1554vy) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.